Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument was not producing enough energy. The customer stated that when the surgeon attempted to activate vse energy, there was hardly enough to actually seal any vessels. The site had also moved the vse instrument to the other bipolar port with the same results. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs with no errors noted. The tse suggested to move the suspect instrument to a different universal surgical manipulator (usm) but the issue remained. The tse asked the customer to confirm that there were no issues with the other bipolar or monopolar energy output. The tse then recommended to power cycle the integrated electrosurgical unit (iesu). The customer performed the power cycle and the energy improved to the point where the surgeon could continue. The procedure was completing as planned with no reported injury. Isi followed up with the customer and obtained the following additional information: when the customer attempted to seal with the vse instrument there was a seal activation tone with energy activation, but it was not producing enough energy to seal. They received seal completion tones, but the seal was not complete. No tissue was cut that was not fully sealed. After power cycling the generator, the customer was able to sufficiently seal, but the energy was still low. There were no error tones. There was a question mark that showed up on the generator.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) noted that the isi clinical sales representative (csr) went to the customer site and tested a vessel sealer instrument without any issues. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issue the return of the instrument.